Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4)

Event description:
User called into emergency support program line to request and report issue during use in which intra-aortic balloon (iab) was unable to obtain arterial waveform, kink and unable to update timing alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4 g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. Corrected fields: b3, e1 event site telephone number. Review of the arterial pressure waveform showed no clear dicrotic notch, suggesting a dampened or inaccurate signal. Troubleshooting included recommending a flush in standby to improve waveform quality, which was believed to be contributing to the timing issue. Although overall therapy remained functional, augmentation was noted to be lower than previous days, likely influenced by both the catheter kink and the patient¿s elevated heart rate. Jung confirmed understanding and was satisfied that therapy was optimized under the circumstances, and relevant staff were notified.

Event description:
N/a.